Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the er420 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the misfire happened on the second clip used. Another like device was used to complete the procedure. There was a delay of thirty minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please clarify how the device misfired"¿once they fired the clip applier the clip detached from the applier. Did device not feed clips into the jaws? If it did feed clips, did it feed them sideways? ¿ first fire, it slipped from the applier; second application, malformation of clips. Did clips not advance fully into the jaws?- it did but it slipped away. Did device not fire clips (jammed)? -no. Did device fire malformed clips?- yes. Did device fire scissored clips? ¿yes malformed clips. Did device drop or eject clips? -yes. Was cholangiogram done on procedure?-no.